Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the light guide cable coating damage, the remote control button(1) cracked, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the nozzle gluing missing, the objective lens unit scratched, the distal body worn out, the bending rubber gluing poor finish, the insertion flexible tube (ift) bump, the suction channel kink, and the ccd module shadow in image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).